Event description:
It was reported that the device does not detect syringe flange. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that all plunger cases were intact. During syringe testing, the reported problem was duplicated. Device failed the neomed syringe test sensor. The root cause of the reported issue was found to be that syringe flange sensor (the optocoupler) does not work as intended. Replaced syringe flange sensor (optocoupler). Performed preventative maintenance on device and all functional testing passed.